Event description:
In 2003 the hosp reported that a ventricular assist device pt being supported by a portable pneumatic driver, experienced a pressure drop when the driver was on battery power. The nurse had disconnected the driver from ac power to allow the pt to be on portable operation under battery power, when the driver alarmed low left pressure. The drive pressure had decreased from 240 to 170, the pt complained of fullness in the chest and had experienced a blood pressure drop to 76. The left pump was not emptying. The problem was resolved immediately by plugging the driver back into ac power. The batteries were exchanged and the unit was unplugged again the problem was recreated 3 times, before the hosp switched the pt to a back-up driver.